Event description:
Patient contacted dexcom technical support on 03/05/2013 to report that approximately a year prior to report date, she developed an allergic reaction to an adhesive product (mastisol) used in conjunction with her cgm sensors. The reaction occured on the portion of her skin covered by the sensor adhesive. Patient became concerned that her reaction may be to the sensor adhesive in addition to the mastisol, and consulted her physician. The physician determined the cause of the reaction to be related to both the mastisol and the sensor adhesive, and prescribed a cream to use on the rash. Patient believes that the mastisol may have triggered or contributed to her reaction to the sensor adhesive. Patient reports that she continues to experience a rash at the site of the sensor adhesive, which takes 4-6 weeks to heal fully. At the time of her call to technical support, patient reported no permanent skin discoloration or discomfort. During a follow-up call with patient on 04/03/2013, patient reported being in fine condition.